Event description:
Caller reported cgm error 42. Blood glucose level was reported at a normal range of 100 mg/dl. Caller was guided by technical support through a pump reset, which resolved the issue, allowing a successful start of the sensor session.